Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported by the patient that they couldn¿t figure out the device and they were unsure if it was working. The patient reported having a bad bout of diarrhea and it was hard to say how many actual voids they did have. The patient mentioned they had retention and they didn¿t feel/know if they were emptying their bladder. There were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.